Event description:
Reporter alleged obtaining a result of 128 mg/dl on the compact plus system compared back to back with a result of 70 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that he was weak and staggering and ate some cake that he had. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.